Event description:
It was reported that bd nexiva¿ closed IV catheter system needle retraction was slow. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9282819 in later email it was reported that there was significant drag when attempting to off-set the catheter. Has happened at least 7 times needle retraction slow on (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle retraction was slow. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9282819. In later email it was reported that there was significant drag when attempting to off-set the catheter. Has happened at least 7 times needle retraction slow on (B)(6) 2020.